Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that an urgent surgery was required due to the patient pulling on the lead, and the "lead came out of the patient body." The generator was replaced prophylactically to reduce the number of surgeries. Device history record was reviewed for the lead and generator. The devices were sterilized and passed all quality control measures prior to distribution. Per the physician, the extrusion occurred due to patient manipulation of the incision site. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.